Event description:
Jr. Vamp broke from within the drawing mechanism during blood draw causing prompt change of arterial line set up. The plunger of the vamp jr. Because dislodged and sucked air into the tubing. When pulling up on the vamp jr. Plunger, the plunger became detached from the tubing set and began sucking in air. This resulted in need to quickly change out the vamp jr. Setup to fix the issue.